Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided. Based on medical record review, the investigation is confirmed for perforation and difficult to remove. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model dl900f vena cava filter allegedly experienced perforation and difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. The female patient is (B)(6) years old. Weight of the patient was not provided.